Manufacturer narrative:
Per the good faith effort (gfe) response received on november 06, 2025, the customer ultimately declined service and repair. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
E: (B)(6) china reporter phone:(B)(6) reporting institution phone (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was unable to automatically enter standby mode. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user.